Event description:
It was reported by an allergist that a pt had been treated for an anaphylaxis reaction after undergoing a cystoscopy procedure with a scope that had been disinfected in cidex opa solution.